Event description:
Subsequent to the filed initial MDR, additional information was received indicating that the stent did not dislodge in the anatomy, but dislodged during removal of the stent delivery system from a non-abbott hemostasis valve adaptor without resistance. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Equipment rhv: merit medical touhy. Results, conclusions: removed. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged due to interactions with the valve adaptor; however, this cannot be confirmed.

Event description:
It was reported that during the procedure in an unspecified vessel, an unspecified promus drug-eluting stent came off of the balloon. Though no patient effects were reported, patient condition is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to stent dislodgement include but are not limited to improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment before lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. The lot history record review and similar incident query for this incident was not performed because the lot number was not reported and the product was not returned for analysis. There was no report of any damage noted during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged as a result of interactions with the lesion and/or accessory devices. Multiple attempts were made to obtain additional information from the account regarding the stent dislodgement and any potential patient effects, but to date, no information has been received. There is no indication of a product quality deficiency.